Event description:
It was reported that insulin gauge displayed amount different than expected and caller described cartridge fill discrepancy that had occurred on a previous day. There was no reported impact to the customer¿s blood glucose level. Patient was advised to follow up, and when technical support asked for device serial number during follow-up call, caller placed support on hold and call was disconnected with no additional actions completed.